Event description:
Nurse states that the patient reports lancet protrudes beyond the end cap of the softclix device. Patient has stated that an accidental stick occurred before using the lancet. No adverse event reported. No medical attention was required for the accidental stick. Requested return of suspect device and replacement was sent.